Event description:
It was reported following a percutaneous procedure, an 6f angio-seal evolution was used. Approximately 4 hours later, the patient began complaining of "bee stings' in lower abdomen. The physician was not notified until the following day, and he noted the patient was "clammy looking." A CT scan revealed retroperitoneal bleeding. Four units of blood were given to the patient and she was discharged from hospital three days after the initial angiogram. The femoral angiogram revealed that the stick was somewhat high in relation to the bifurcation and that a side branch artery may have been inadvertently stuck. The patient has medical history of atypical chest pain, hypertension, and is a current tobacco user. The physician was in the evolution training process with the representative present. There is no more information available.

Manufacturer narrative:
No product was retuned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A radiographic cd rom was received with the complaint. The cd rom contains 9 different contrast injections done in multiple projections and most likely represents a left heart catheterization and bilateral coronary angiogram, with the last being a contrast injection of the lower extremity arteries through an indwelling sheath. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.